Manufacturer narrative:
Implant remained implanted. Eval is pending.

Event description:
In 2009, the sales rep reported that in 2009, the pt was admitted through the ER for left leg pain. At about 4 days later, during a transforaminal lumbar interbody fusion (tlif) on l4-l5 the surgeon prepared the disc space per surgical technique. The surgeon used shavers and distractors to prepare the disc space. The surgeon started off with a 6mm shaver and worked his way up. This pt has a history of severe stenosis and disc was very hard to work with. When the surgeon was implanting the ardis implant it broke at the interface where the implant meets with the inserter. The marker for the implant broke off into the wound. The surgeon retrieved the pieces and the marker using a microscope and left the implant in place in the pt. There was not a surgical delay of greater than 30 minutes.